Event description:
It was reported, the ultrasonic surgical device the probe tip was broken. The broken probe tip did not fall into the patient's body. The issue occurred during a therapeutic myomectomy procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the investigation results, the probe might have contacted with other surgical instruments, or non-insulated area as described below. This might have caused the probe to break. The root cause of the event could not be determined. As a result of checking the instruction manual, the following description related to this event was found. This event is warned by the instruction manual. Instruction manual figure number/revision number: rc2994 12 ¿ do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ·do not close the gripping part and perform a seal-and-cut output when nothing is grasped between the grasping part and the probe tip, or when it is not possible to confirm whether the living tissue or blood vessels, lymphatic vessels, and tissue bundles that are being grasped have been incised. Due to abnormal heat generation caused by friction between the gripping part and the probe tip, the gripping part and the probe tip may be damaged, deformed, or falling off, and part of the tissue pad may peel off, leading to severe wear. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation ¿ when treating living tissues or blood vessels, lymphatic vessels, and tissue bundles in seal-and-cut mode, make an incision with light tension to indicate the incision. Also, when it is cut off, stop the output immediately. Otherwise, abnormal heat generation due to friction between the tissue pad and the probe tip may lead to damage, deformation, or disconnection of the gripping part (both the stainless steel part and the fluoropolymer part) and the probe tip, or a part of the tissue pad may peel off. ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone. ·this product is intended for soft tissues. Do not use the probe tip to grasp hard tissues such as bone or calcified tissue, or metal clips, stapler needles, other surgical instruments, or forceps. If the probe tip is scratched, or the heat generated by friction between a hard substance and the probe tip causes severe wear, deformation/tearing, or partial peeling of the tissue pad, and contact between the probe tip and the metal of the gripping part may cause the probe tip to break before an error message is displayed or a warning sound is sounded. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. ¿ never touch or grip the tip of the probe with hard objects such as metal clips, stapler needles, or other surgical devices (e.g., uterine manipulators). Also, be aware that the tip of the probe may come into contact with these hard objects without realizing it. Ultrasonic vibration may cause scratches on the tip of the probe, causing damage or falling off. In addition, high-frequency currents can flow through these metals, causing spark discharges that can lead to burns, which can lead to deterioration of functionality. Olympus will continue to monitor field performance for this device.